Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the device was unable to lock the cutter during a posterior fossa craniotomy surgical procedure. No injury or medical intervention occurred. The date of the event is unk. There was no additional info provided.